Manufacturer narrative:
It was reported that a right revision surgery was performed. The devices involved were all used in treatment. As of today, additional information has been requested for this complaint but have not become available. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical records were reviewed. With the information provided the root cause of the reported pain cannot be confirmed, and it cannot be concluded that the reported pain was associated with a mal-performance of the implant. The patient impact beyond the pain, revision and expected transient post-op convalescence period cannot be determined. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that a right revision surgery was performed. The devices involved were all used in treatment. As of today, additional information has been requested for this complaint but have not become available. Without definitive part and lot numbers a complaint history, DHR review, device labelling and risk management cannot be performed for the devices involved. Should the lot/batch/serial number become available at a later date then the complaint history task will be re-opened and completed. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive.

Manufacturer narrative:
H3, h6. It was reported that, a right hip revision surgery was performed due to mechanical complication of the prosthesis, pain, and substantially elevated metal content in her blood. Both resurfacing metallic components were explanted and replaced with total hip arthoplasty system. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the bhr cup and head. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. With the information provided the root cause of the reported pain cannot be confirmed, and it cannot be concluded that the reported pain was associated with a mal-performance of the implant. The patient impact beyond the pain, revision and expected transient post-op convalescence period cannot be determined. It was noted 1-year post-operative chromium 17.9 mcg/l. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10. Additional information in a1, a2, a3, b6 and b7. H11. Corrected information in b5.

Event description:
It was reported that, a right hip revision surgery was performed on (B)(6) 2019 due to mechanical complication of the prosthesis, pain, and substantially elevated metal content in her blood. Both resurfacing metallic components were explanted and replaced with tha system. The primary right hip surgery was performed on (B)(6) 2008.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2020 on the patient right hip due to pain and substantially elevated metal content in her blood. The patient outcome is unknown.